Event description:
It was reported that this patient was seen in pre-op for a generator replacement, and when diagnostics were run, high lead impedance was noted. During surgery, when the old lead was inserted into the new generator, no high impedance was seen. Therefore the previously implanted lead was left implanted with a new generator. The doctor stated that the high impedance was thought to be due to the generator nearing end of service or due to the generators age. The generator has been received by the manufacturer and analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
The generator underwent product analysis and the reported high impedance was confirmed against the pulse generator. There was a break in the positive feed-thru capacitor wire inside the header and therefore the device did not pass the automated final test as it indicated high impedance. X-rays confirmed the break. After a wire was soldered to the pcb (printed circuit board) and a test lead was attached to the final test fixture at which point the pulse generator performed according to functional specifications. No other relevant information has been received to date.